Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
On (B)(6) 2013, patient reported the up button on the infusion device began to work intermittently around (B)(6) 2013. She has to press the button in a certain spot for it to respond. The button is raised and does not produce an audible beep when pressed. The infusion device was not dropped on a hard surface. The infusion device was replaced and requested for evaluation. No physiological effects were reported, and she did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
Product was received for evaluation on (B)(4) 2013. The complaint cannot be verified due to careless handling of the product. The soft components of the housing are worn down heavily. Therefore, moisture may enter the insulin pump and destroy the pump electronics. The up button does not give audible feedback due to contamination inside the button under the snap dome.